Event description:
Wand became so hot that it had to be replaced - unable to handle it, detected warmth/leakage at start.

Event description:
Add'l info rec'd from MFR 5/25/05: the results from arthrocare investigation of the reported event are as follows: the electrosurgery wand became hot when fired due to a void in the uv adhesive at internal shaft inside handle causing the saline to leak and burn internal wires.